Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer reports error code 810.9020 on their 8015. Failure device type: failure problem type: failure mode: case resolution: recommended customer reflash 8015 polo. However error code is observed with boot card in place on 8015. Informed customer this could be due to the compact flash card, but most likely the logic board. Informed customer the 8015 small screens are no longer supported, and parts are not available. Recommended swapping logic board with a known good board. Ended call.